Event description:
On 12/3/1998 safeskin corp was served w/the following lawsuit: plaintiff alleges the following: while at school and her various places of employment, plaintiff, inhaled and/or was exposed to substantial amounts of airborne latex dust, latex containing powder and/or various other additives resulting from the use of latex-containing products. As a result of said exposure, plaintiff alleges to have suffered the following: anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatits, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress.